Event description:
The manufacturer was informed of an allegation of hospitalization of a patient using a continuous positive airway pressure (CPAP) device and associated humidifier while undergoing a sleep study. The patient is alleged to have had uncontrollable coughing which triggered her asthma when water from the device humidifier chamber got into the patient's tubing, mask, and mouth. The patient was subsequently transported to a hospital and admitted to treat asthma. The manufacturer has requested return of the devices for investigation. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the CPAP and associated humidifier for investigation. There were no operational issues noted. The devices functioned as designed. There was no evidence of water ingress to the CPAP or humidifier, however, there was evidence of damage to the water chamber which was likely caused by incorrect cleaning or introduction of contaminants that caused degradation. Labeling instructs the user "periodically inspect the humidifier for signs of wear or damage. Never operate the humidifier if any parts are damaged, if it is not working properly, or if the humidifier has been dropped or mishandled. Do not use the humidifier if the water tank is leaking or damaged in any way. Have any damaged parts replaced before continuing use." Additionally, the omnilab adv plus clinical manual notes "for safe operation, the humidifier must always be positioned below the breathing circuit connection at the mask and the air outlet on the device. The humidifier must be level for proper operation." The manufacturer was unable to confirm the complaint that a patient was hospitalized for asthma as a result of water inadvertently being transferred from the humidifier, through 6 feet of patient circuit, and the mask. There were no operational issues noted. Based on the information available, the manufacturer concludes no further action is necessary.